Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer, returned the pump to livanvoa and replaced it with a loaner. Initial investigation of the complained pump found no error message. The pump is mechanically tough. The possible explanation is that substance may have fallen on the pump which has oxidized everything and makes it difficult to turn the rotor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump pro version. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a s5 roller pump showed the following abnormal behaviors frequently: it rotated faster on its own, it got stuck and it was not possible to rotate it manually either. The event occurred in-service. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
According to the complaints database review, no further issues have been submitted for this unit since its installation in 2021, neither a concerning trend has been detected. Based on the above facts and considering the results of device inspection, it cannot be ruled out that the most likely root cause of the reported case was a temporary failure of the pump, possibly linked to dirt and oxidation, that was fixed during the technical inspection of the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H 11; device was returned to customer. Prior to test run of the device, the error could not be confirmed. Device has been cleaned, disinfected and visually checked, no issue identified.to solve the issue, the following parts has been replaced: clamp for tubing and s5 pump cover 150. Preventive maintenance completed and test run for 24 hrs performed and no issue observed: during complete procedure no error occurred - device works error-free.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.